Event description:
Terry states he is very frustrated. He feels like this rollator has a poor design. He alleges that the weld broke a few months ago. Noticed it was broke before he sat in it. Terry alleges that the welds are not complete and he states that it is a manufacturing issue and we should recall them.